Event description:
This 48 yr old female underwent a bilateral augmentation mammoplasty in 1970 with insertion of silicone gel breast impants. This procedure was performed at another facility, thus the MFR is unknown to this reporting facility. Pt is reported to have done well with the implants until a mva in 1993 at which time she may have ruptured the implants. A MRI demonstrates the rupture of the implant. Gross exam: both implants are ruptured.